Event description:
The device was used during a laparoscopic vertical banding procedure. Reportedly, the pt had a re-operation due to an anastomosis leak. The pt is currently in ICU and has pneumonia. The product was discarded by the hosp.